Event description:
It was reported this jugular filter was inappropriately placed in a tributary vein. Another filter was successfully placed without any patient complications. This device remains implanted. Therefore, no failure analysis is available. To date, no further information regarding the circumstances of this event has become available. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Without further details about this event and without evaluating the device, co is unable to determine the cause for this event.